Event description:
It was reported that the lead dislodged one day post implant. The lead was repositioned, but in the revised position, the patient experienced phrenic nerve stimulation which required discontinuation of bi-ventricular therapy.